Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the device was not returned, the root cause of the image issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the image would freeze. A delay in the procedure of an undisclosed duration occurred as a back-up glidescope bflex 5.8 bronchoscope was obtained. No harm to the patient or user was reported.